Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 435 mg/dl. Customer was treated with bolus for high blood glucose level. The customer also reported that the insulin pump had no delivery alarm. Customer was assisted with troubleshooting. Cannula was bent of infusion set. The insulin pump will not be returned for analysis.